Event description:
A user facility's clinical manager (cm) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment during a patient's hd treatment resulting in blood loss. Additional details were provided upon follow-up with the user facility¿s biomedical technician (bmt), and the clinical manager (cm) familiar with the event. Blood was noticed leaking externally from the blood pump approximately two hours into the treatment. It was confirmed that no unusual clicking noises were heard. Once the leak was noticed, the blood pump was stopped and the patient¿s blood was returned. The patient¿s estimated blood loss was 5ml. When the combi set bloodline was taken down and examined, a slice was identified in the segment of tubing that sits in the blood pump rotor. It was confirmed that there were no other issues leading up to the event, including any leaks during the priming phase. The machine was removed from service for evaluation, and the patient was re-setup with new supplies on a different machine. The patient was able to complete treatment without further issue. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The bmt replaced the blood pump rotor on the machine and then it was returned to service. The part is not available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's clinical manager (cm) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment during a patient's hd treatment resulting in blood loss. Additional details were provided upon follow-up with the user facility¿s biomedical technician (bmt), and the clinical manager (cm) familiar with the event. Blood was noticed leaking externally from the blood pump approximately two hours into the treatment. It was confirmed that no unusual clicking noises were heard. Once the leak was noticed, the blood pump was stopped and the patient¿s blood was returned. The patient¿s estimated blood loss was 5ml. When the combi set bloodline was taken down and examined, a slice was identified in the segment of tubing that sits in the blood pump rotor. It was confirmed that there were no other issues leading up to the event, including any leaks during the priming phase. The machine was removed from service for evaluation, and the patient was re-setup with new supplies on a different machine. The patient was able to complete treatment without further issue. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The bmt replaced the blood pump rotor on the machine and then it was returned to service. The part is not available for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.